Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Device was in good condition with no appearance of any physical damaged. Battery communication error was found in pump event history log. Reported problem was able to be duplicated during power-up test. The root cause of the reported issue was found to be interconnect board. Actions were taken to mitigate the reported issue: replaced interconnect board and battery for preventive. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device had battery communication error. No patient injury was reported.